Event description:
Edwards received information that a proplege catheter was inserted into a patient successfully during a robotic mitral valve repair case; however a coronary sinus injury was identified through fluoroscopy imaging. Surgeon opted to change operative procedure to a full sternotomy due to patient¿s uncommon anatomy and other circumstances unrelated to edwards device. Surgeon lifted the heart and confirmed a bruise on the coronary sinus. Surgeon proceeded on and completed the case with no adverse events to the patient. Afterwards, the proplege catheter was examined and no allegation of malfunction was reported. Device was discarded at the facility.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of the coronary sinus perforation. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). A review of the IFU was conducted and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.